Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter displayed inaccurately high results compared to a laboratory result and to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that around (B)(6) 2017, she obtained alleged inaccurately high blood glucose results in the 400s and then hi (above 600 mg/dl). The patient manages her diabetes with insulin pump therapy. She reported that after obtaining the alleged inaccurately high results, she continued with her usual diabetes management routine. She stated that around (B)(6), she began to develop symptoms of slurred speech and blurry vision. She reported that on (B)(6) 2017 at 12:15pm she was taken to the emergency room (ER). She indicated that while at the ER, she was given IV fluids and she reported that she may also have been giving IV insulin, but cannot clearly remember. She reported that after she was moved from the ER to the hospital, she fell unconscious and results of 61 mg/dl and 27 mg/dl were obtained on the subject meter and laboratory device, respectively. The patient was unable to recall the date the lab test was done, other than it being after she was in the ER and neither the timings of the results nor the time difference between the results were available. The patient was unable to specify the treatment she received for her loss on consciousness, other than hospitalization. During troubleshooting, the cca noted that the patient's meter was set to the correct unit of measure and her test strips had been stored correctly and were within expiry date; the test strip vial was intact. The patient did not have control solution to test the meter and test strips as her control solution had expired in (B)(6) 2016. The patient's products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event which required medical intervention. The patient's initial symptoms were consistent with the alleged inaccurately high results obtained on the subject meter and with the treatment she received at the ER. However, for the subsequent symptom of fell unconscious and the alleged inaccurate result of 61 mg/dl, the subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.